Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failed error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that the pressure sensor failed to reset automatically. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer powered on the device and confirmed the reported error. After reinserting the power cable, the asp engineer performed a startup test and found that the fault persisted. Additionally, after replacing the device with a new air filter and giving the device an oxygen blowing test, the asp engineer discovered that the issue was still present. The asp engineer also noticed that the data acquisition (da) printed circuit board assembly (pcba) was damaged which caused the error. Therefore, the asp engineer replaced the da pcba and verified that the device was returned to full functionality. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1: (B)(6).